Event description:
It was reported that the device was used during an unknown procedure. The device leaked. Unknown how case was completed. Unknown if there was an adverse patient consequence. Unknown if the device is available.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.